Event description:
The consumer reported her therapy had been turning on/off randomly on the day of the call ((B)(6) 2016) following a CT scan of her lower abdomen, pelvic area on (B)(6) 2016. The caller had woken up and realized her stimulation had been turned off. She checked her device and confirmed stimulation was off. She turned it on again and by lunch time, the stimulation was off again. During the call, the patient turned stimulation on again and was able to feel stimulation. It was noted no error message or codes were displayed. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.